Event description:
It was reported a 6f angio-seal sts plus device was deployed in the femoral arteriotomy site post percutaneous procedure; the size of the femoral artery was confirmed to be of adequate size prior to deployment. The pt developed pain and pallor of the leg; fluroscopy was used to check the arteriotomy site. The physician stated the suture did not break, the collagen was successfully placed over the arteriotomy, and no collagen was inside the artery. Fluroscopy confirmed the anchor in the superficial femoral artery (sfa) without contact to the artery's intimal wall resulting in turbulent flow and subsequent thrombus formation. The pt underwent a successful surgical revascularization. The angio-seal device was removed.